Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that since (B)(6) 2016 the rv lead impedance had gradually increased. An analysis is requested. Preliminary analysis did not reveal any pacemaker or lead anomaly. The reported event might be due to the patient's physiology,

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported that since (B)(6) 2016 the rv lead impedance had gradually increased. An analysis is requested. Preliminary analysis did not reveal any pacemaker or lead anomaly. The reported event might be due to the patient's physiology,